Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital will not permit it. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Item # 42502606002, lot # 62795685. Item # 42540000035, lot # 62766582. Item # 42521200513, lot # 62773644. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03530, 0002648920-2019-00619, 0002648920-2019-00620.

Event description:
It was reported that a patient underwent an initial knee procedure on unknown date. Subsequently, the patient was revised due to pain & loosening.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.